Event description:
It was reported that the insulin pump alarmed no delivery during the bolus procedure. The blood glucose reading was 360 mg/dl. The customer's mother stated that she was unable to troubleshoot the issue since she did not have the device present with her. She stated that she and the customer had already changed the infusion set out multiple times, but this had not resolved the issue. She advised that she would call back in order to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.